Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. D4: batch # u5dg2n. H6: component code = g06 safety. Device analysis: the analysis found that one long60a device was returned with no apparent damage and with a gst60w partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap gastric bypass surgery when we had a long articulating stapler long60a lot#: u94x6d became locked with a gst60w reload in the stapler. We were unable to remove the reload.